Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds, wear/abrasion and yellow particles on the inner surface of the device. A leak test and microscopic analysis was performed which identified a sharp crease opening on the anterior. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp crease opening on the anterior assessed as a fold flaw opening. Additional, changed, and/or corrected data: a.4, b.5, d.6b, d.9, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.